Event description:
Overinfusion of 500 ml d10/isolytep in nicu patient. Infusion started around 9 pm 05. Rate ordered at 1ml/hr. Bag empty at around 3am the next day. Patient's glucose level 1100, insulin was administered. Infusion was not programmed with guardrails safety software log review indicates device was prgrammed at 1ml/hr, ran from 2107 to 0224, then was shut off until 0254 when it was powered on but not started. Log data also indicates that there were two instances where the flow stop was opened for long periods of time. Additionally there were several alarms logged that are consistent with misloaded disposable sets or foreign objects stuck in the door. The device and standard disposable set with a filter were received for evaluation, bezel and platen modifications had been completed. Close inspection of the disposable set revealed crush marks on the lower ring of the upper fitment consistent with those found on misloaded sets.